Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented with a heart rate of 30 beats per minute. The device was found to be programmed to aair and was reprogrammed to dddr mode. The ICD was subsequently explanted due to an advisory on this model device. No adverse patient effects were reported.